Event description:
The customer stated that she was hospitalized due to hyperglycemia, with a blood glucose of 500 mg/dl. The customer stated that she also had ketones, fruity breath, and was lethargic. The customer had been experiencing high blood glucose levels for a week and a half prior to the event. The customer was unable to troubleshoot at the time of the call, and requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump had a missing end cap sticker, cracked reservoir tube lip and cracked case near the display window corners.